Manufacturer narrative:
The customer declined the option to have the reported glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the device was not returned for evaluation, the root cause of the image issue could not be determined. The complaint history record for lot number ft201500 was reviewed and analyzed with no similar complaints related to this lot number. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the image was, "very hard to see" due to a red screen. The procedure was completed using a reusable scope, which was made available in an undivulged amount of time. No harm to the patient or user was reported.